Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after 2 incidents. The user reportedly fell once from the bed and once on the floor.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure does not seem likely. A fail measurement with hi impedances was performed, which is a known software anomaly that has been fixed with the maestro service release 11.0.3. In addition it was described that the coupling check was inconsistently showing 0% to 100%, which likely relates to an inappropriate external coil placement. The reported trauma did not seem to have affected the implant's functionality. The cause for the reported insufficient hearing performance remains unclear due to lack of information. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected after 2 incidents. The user reportedly fell once from the bed and once on the floor. The user was re-implanted.